Event description:
Ambulance personnel were attempting to routinely monitor the pt's ECG during transport. Allegedly the unit intermittently displayed a flatline and a 'connect leads' message. The pt was successfully transported to the hosp with no adverse effects as a result of the alleged malfunction.